Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with intermittent loss of capture. A revision was performed and this rv lead was capped, surgically abandoned in the patient, and successfully replaced. No additional adverse patient effects were reported.

Event description:
Additional information noted that this rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 220mm from the terminal pin. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal and proximal high voltage terminal pin. In addition, blood and fluid was noted on the terminal. The returned potion of the lead passed electrical and insulation integrity testing. Laboratory analysis could not confirm the alleged loss of capture with analysis of the lead segment returned.